Event description:
The user facility reported that their reliance synergy washer pump is overflowing and leaking water onto the floor. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.

Manufacturer narrative:
A steris service technician arrived on site, inspected the unit and found the drying piston valve broken. The technician replaced the drying piston valve in addition to the associated hose and silicone and seal o-ring. The technician ran a test cycle and found the unit operational; the washer was returned to service.